Event description:
It was reported that the patient experienced multiple low glucose events last reported at 60 mg/dl while using the ilet, with glucose declining during sleep, partial correction after ingesting 15¿20 g of carbohydrates followed by additional ilet insulin correction, recurrent lows, and eventual treatment with approximately 30 g of oral carbohydrates and temporary disconnection from the pump. The event involved user management of hypoglycemia, and no device component was implicated. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect treatment of hypoglycemia and potential overtreatment, with no applicable device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.